Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument's main tube exhibited multiple scratch marks, with sections of the material lifted and removed. The largest damaged area was approximately .345 x .197 in size, and approximately 4.22 from the distal end. No other damage was found. The damage to the instrument found during failure analysis investigation does not constitute a reportable event; however, the main tube scratches with material removed could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that the da vinci monopolar cautery instrument was found on a shelf on (B)(6) 2014, and the shaft coating was observed to be frayed. Nothing reportedly fell into a patient, and no patient harm, adverse outcome or injury was reported.